Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that the tubing kept coming out of its clip and detachment occurred where the clear blue piece came out of blue housing while the patient was at school. This was the third time that the tubing came off. The site location was at the bottom and the pump was located on the hip/belt. The infusion was in use for couple of hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.